Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported on friday they had to use the bathroom 6 times while they were out with friends and they thought their implant was not working. Patient stated the tried to use the patient programmer, but they could not get it to show information and they had changed the batteries. Patient tried to sync and their patient programmer was dead, patient checked the batteries and they were facing the wrong direction. Patient was able to sync with their patient programmer and it showed stimulation was on program 2 at 1.5v, patient increased stimulation to 1.7v and they were feeling stimulation in the correct area. It was reported that troubleshooting resolved the reported issue. No further complications were reported or anticipated.